Event description:
It was reported that during surgery, there was blood leaking from the line, so the zimmer hemovac was used with a plastic bag in order to prevent leaking. There was also reported low negative pressure. The device was reported to be from the same lot number and be leaking in the same location as a previously reported device. The issue was discovered after surgery and there was no direct skin or mucous membrane contact with the patient or the healthcare staff, and the healthcare staff member was wearing gloves when handling the device. There was no patient or user harm associated with the report. No additional clinical info was received prior to this report.

Manufacturer narrative:
The reported device was discarded by the hosp and was not returned for evaluation. The reported event cannot be confirmed or root cause determined without the returned device. The DHR was reviewed with no noted issues or relevant nonconformances for this manufacturing lot. The manufacturing and inspection process for the has kit was reviewed. All of the procedures used in the production of this device was mature and approved. No systemic concerns or issues were identified in the review of these procedures. The incoming inspection of the resenex connectors reported no issues or nonconformances. Historically, the cause for incidents similar to this report is due to the two connectors not being coupled. If the male and female connectors are not fully engaged than an air leak can occur causing a possibility of small leak at that joint as well as weaker vacuum pressure. There are too many variables to allow determining the true cause for the connectors not being correctly connected. Most likely, the connects were accidently uncoupled by the patient moving in the bed and not reconnected completely.